Event description:
Patient presented to the physician with the ipg moving within the pocket, causing pain. Due to the ongoing issues, the patient elected system removal. Physician brought the patient into the operating room and removed the entire inspire system.